Event description:
It was reported that patient experienced a shocking/jolting sensation since she had back surgery last week. She stated that, "on friday, started feeling the jolting sensation and a 'tinny' taste in her mouth."

Manufacturer narrative:
(B)(4).